Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with afx devices. The patient was bending over a recycle bin where the edge of the recycle bin was pushing up against the patient's abdomen. The patient experience a severe pain and came in emergently. Computed tomography angiogram (cta) showed the patient had a type 3b endoleak. The physician described the endoleak as a possible puncture from the stent due to the force applied while the patient was bending over the recycle bin. The physician relined the initial devices with a non-endologix stent to seal the endoleak. The procedure was completed and there have been no additional adverse events reported for this patient.